Manufacturer narrative:
Nothing is being returned, device has been discarded by the facility. The surgeon believes that this event's root cause lies with some external traumatic event, and not a fault of the device. This spread of time, 1 year, between anchor fixation and its pullout highly suggest that the surgeon's views are correct. This report is established to capture and document this event. At this point in time, no further action is warranted. However, this file will remain receptive to any forthcoming pertinent information that may shed further light on this issue.

Event description:
Our rep reports that a patient had a revision surgery 1 year post-op to the original repair. It was determined that the versalok anchor used in the original repair had pulled out of the bone. At the re-surgery, the surgeon noted that the patient's bicep long head tendon had ruptured; the surgeon believes that some traumatic event caused the bicep tendon rupture, and the versalok anchor pull out. The surgeon removed the failed versalok anchor and used other fixation devices to conclude this repair.